Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump displayed "no disposable". There was no reported adverse event.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to displaying an alarm that the cassette is not attached. A cassette was attached to the device and ran with no issues. The analysis could not duplicate the "no disposable" alarms. The solution is to recalibrate the upstream sensor and replace the downstream sensor as preventive measure.